Manufacturer narrative:
Concomitant device: 8253200: patient interface 8253200, response 3.0, s/n (B)(4), lot 209784602, manufactured date: 07/06/2015. Product evaluation: analysis results are not available; the devices were not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a procedure for an acoustic tumor the "nim was used during the procedure and nerve was injured. It seems connection to the interface was incorrect and nim could not be used normally." Additional information received: "surgeon setup the nim and start the surgery. At the tail end of the surgery, surgeon notified the nim did not respond or stimulate. They checked the nim and found the misconnection. (According to sales rep, connection of electrode connector at patient interface are mis-connected.) Surgeon modify the connection, and nim system was working correctly was confirmed, but patient's facial nerve had been damaged at that moment." No malfunction of the nim system was reported. The current status of the patient is unavailable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.